Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that prior to the operation for the patient, the inlay optima ureteral stent was ruptured upon opening of the package.

Event description:
It was reported that prior to the operation for the patient, the inlay optima ureteral stent was ruptured upon opening of the package. Also stated that an extra operation or drug therapy was included for this incident. Per follow up via ibc on 09sep2022, there was no patient involvement. A new device was replaced.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. A photo sample was provided which showed the stent broken into two pieces. The ureteral stent was returned in the opened original packaging. An evaluation of the physical sample was completed, visual evaluation of the sample noted the sample was separated in two locations; the separations appear to happen at a porthole. The first separation did not go completely through the stent; this separation appears to start with a cut due to the material curving inward and is partly pulled apart due to the stretching and discoloration of the ends. The second separation was completely separated into two parts; this separation does not appear to match the first, the separation appears to start with a cut and is completed by pulling the sample apart due to the condition of the material. All measurements were within specifications; the tip inner diameter was measured using a pin gage and found to be 0.039", the tube inner diameter measured 0.040¿, additionally, the outer diameter measured 0.0621" and 0.0617" using a laser micrometer on both parts of the sample. A 0.035" guidewire passed through both parts of the sample with no resistance. Although a specific root cause cannot be determined, based on the risk document a potential root cause for this event could be, "user does not handle with care, bends sharply". As no patient involvement was reported the device was not used on a patient, however, it is intended for treatment purposes. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent." "Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.